Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose up to over 600 mg/dl. Customer changed out infusion set. The sensor was not alerting predictive highs. Troubleshooting was declined. Nothing further reported.